Event description:
An (B)(6) female pt underwent aaa repair on (B)(6) 2010. The physician performed the procedure as labeled. The physician did angiography and recognized the distal type I endoleak. Then the physician tried to resolve the endoleak, but it could not be resolved. (Did angiography in the main body and ballooning again at the connecting portion of the stent). Finally, the physician decided that the endoleak is type IV. The pt was kept under observation. Additional info was received on (B)(6) 2010. The type IV endoleak was resolved and the pt was released from hospital (released date is unk).

Manufacturer narrative:
Device (B)(4) - endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Proper ballooning sites. Follow-up guidelines. Excessive anticoagulation during the case may have contributed to the reported endoleak. It is reasonable to suggest that a type 4 endoleak will resolve spontaneously, especially after heparin neutralization, based on previous complaints and clinical review. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per (B)(4) and the risk associated with the failure mode will remain at an acceptable event with inclusion of the event. Risk mitigation is not required at this time.